Manufacturer narrative:
Block b3: exact date unknown, event occurred 3 months ago from date manufacturer was made aware.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer holding its charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was disposed by the medical facility.